Manufacturer narrative:
UDI number not required for this product code. The actual device was not returned, but an unused sample was returned to the manufacturing facility for evaluation. There were no visual anomalies noted during visual inspection and the sample met leak test specification. An evaluation of retention samples from the reported lot as well as the surrounding lots manufactured was conducted. There were no visual anomalies noted during visual inspection and all samples met the leak test specification. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. The user facility reported similar complaints related to another device from the same product code/lot number combination, see MDR's 1118880-2016-00211, 1118880-2016-00213 and 118880-2016-00214. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported that the tr band device leaked. The following information was provided by the user facility: it was reported that air was leaking out of the tr band balloon; the procedure was completed successfully; and the patient condition was reported as stable.